Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On 18-jun-2019 the hcp was calling for MRI compatibility guidelines. Per the hcp, the patient said that his pump was not working, and he no longer used the pump. The patient was getting ready to have the pump removed. The hcp was unable to clarify the patient¿s report further and did not know the event date. No patient symptoms were reported. No further complications have been reported as a result of this event.